Event description:
It was reported the patient presented to the hospital. It was discovered the left bundle branch (lbb) pacing lead had dislodged. The lbb lead was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Helix extension, visual, and x-ray analysis was normal with no anomalies found.